Event description:
Surgeon using vasoview endoscopic vessel harvesting system when guidant representative noticed an unusual reflection from the scope. Further examination revealed a minute particle. The representative felt that particle was from knife of harvesting system. Surgeon made incision and successfully removed particle.